Event description:
Event description guidant received information that both of these fineline leads exhibited impedance measurements > 2500 ohms. An invasive procedure found the leads were fractured due to clavicular crush. New guidant leads were implanted in a more lateral position.